Event description:
It was reported that the lag screw was implanted and the set screw was also engaged into the lag screw. The gamma nail stuck to the gamma targeter and could not be separated so the set screw and lag screw had to be explanted to remove the gamma nail. The surgeon tried to removed the gamma nail from the targeter once it was out of the patient and could not separate them. The surgeon had to increase gamma nail to 11mm to complete surgery. The same lag screw was re-implanted.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the nail holding screw (nhs) to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 4 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The nhs got stuck due to deformed head; deep scratches and deformations on the target device indicate that the damages on the nhs were caused prior to the surgery. Due to hammering on the hexagon profile of the nhs the material got bulged outwards; furthermore the head rim was damaged. Hammering on the nhs is not necessary and not allowed according to the IFU and operative technique. The case is attributed to a misuse. No non-conformity identified; no actions are in place.

Event description:
It was reported that the lag screw was implanted and the set screw was also engaged into the lag screw. The gamma nail stuck to the gamma targeter and could not be separated so the set screw and lag screw had to be explanted to remove the gamma nail. The surgeon tried to removed the gamma nail from the targeter once it was out of the patient and could not separate them. The surgeon had to increase gamma nail to 11mm to complete surgery. The same lag screw was re-implanted.